Event description:
It was reported that these stents were placed in inferior vena cava and the pt was admitted emergently to the hosp where the devices were explanted. The pt died. The devices are not being returned to mfg.